Event description:
Boston scientific received information that during routine device replacement, only the left ventricular (lv) set screws were able to be loosened on this cardiac resynchronization therapy defibrillator (crt-d). All remaining set screws were unable to be loosened and several wrenches were broken in the process of attempting to loosen the set screws. Boston scientific technical services (ts)d iscussed troubleshooting options. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Event description:
Additional information was received that the device was successfully explanted and replaced with another manufacturer's device one month later. The leads remain implanted and in service with the replacement device. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.